Event description:
It was initially reported that the pulsavac plus wound debridement system was not responding. According to the surgeon, it could have been battery failure. The surgeon used saline to wash the pt wound to complete the planned procedure. Additional clinical follow up with the customer indicated that the reported event occurred during a trauma case with two surgeons present. There was no report of surgical delay attributed to the device malfunction. During device analysis, it was determined that there were two corroded batteries in position 5 and 6 of the battery pack.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A review of the manufacturing records was performed and there were no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. Evaluation of the device observed that the device would not function on high or low mode. The battery case was opened and found to have two batteries that had vented on the negative terminal. Both the batteries and terminals showed corrosion on the negative end. The wiring was analyzed and no issues were identified. The cause of the defective battery is unknown.